Event description:
Patient's generator was programmed to off so that the patient could undergo an MRI/pet scan. Upon completion of the tests, there were no staff available at the hospital to program the device back to on. Treating physician at that time reportedly indicated that "it would be fine" for the patient's device to be programmed back to on by their local physician and that pt was not sure if the vns therapy was really helping the patient that much. The patient's family member was concerned about leaving the device programmed to off and stopped at another facility on the way home to see if the implanting surgeon could program the device back to on, but that facility also did not have staff available to program the patient's device. Upon arriving home, the patient's family member contacted their neurologist who also indicated that it would be fine to wait until they could come to his office after the weekend to program the device to on and went on to say that vns patients sustained therapeutic effects of the device for several days after it was programmed to off. One or two days later, the patient reportedly experienced "the worst seizure pt has ever had" and was transported by air to the hospital where pt had undergone the MRI/pet scan a few days before. The patient's generator was programmed back to on by an intern taking instruction over the phone about programming. The patient's zonegran dosage was increased from 50mg per day to 150mg per day. The patient was discharged to home and is reportedly doing well. Further follow-up with the patient's family member revealed that the patient had experienced four seizures over the past three months during which pt stopped breathing and use of diastat was required. The patient reportedly did not experience these types of seizures before vns implant.